Event description:
The customer reported that the 840 ventilator stopped cycling. The customer reported to have replaced the breath delivery unit pcb. The ventilator passed all testing. Covidien loaded the software only.